Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to a depth of 2 mm. Upon removal of the delivery catheter system (dcs), the nose cone snagged at the bottom of the frame and pulled the valve up to 0 and -1 mm. The valve was then snared and pulled into the ascending aorta, where it was positioned into a safe location. A second valve was successfully deployed at a depth of 4 mm. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.